Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a customer who ¿may or may not " have heard the glucose alarm while using the adc device. As a result, on (B)(6) 2022, the customer experienced a headache, tiredness, pain, nausea, and a loss of consciousness, and was provided ¿gylco jel , coke, fruit pastels, sweets, and toast and jam¿ by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A complaint was received regarding a customer who ¿may or may not " have heard the glucose alarm while using the adc device. As a result, on (B)(6) 2022, the customer experienced a headache, tiredness, pain, nausea, and a loss of consciousness, and was provided ¿gylco jel , coke, fruit pastels, sweets, and toast and jam¿ by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.